Event description:
Customer reported a button error alarm. Customer's current blood glucose reading is 200 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to flattened up arrow dome switch. No button error alarms noted. Cracked case at display window corners and severely scratched lcd window noted. No belt clip received with insulin pump. Unable to verify belt clip anomaly.